Manufacturer narrative:
The technician replaced the left siderail ucm board to repair the bed.

Event description:
Information received indicates the service required light is on and the bed is flashing multiple codes due to stuck switches caused by fluid ingress.